Event description:
Boston scientific crm received info that this pt's pacemaker was oversensing noise on the atrial lead. Atrial lead impedances and pacing thresholds were within normal limits. Isometrics could recreate noise. Technical services (ts) was contacted and stated this could be indicative of a lead problem or set screw issue. The pt is scheduled to be seen within the next month. Should additional info become available, this event would be updated as necessary.